Event description:
It was reported that the customer attempted to go through the load process, but a message requesting a minimum of 50 units of insulin was displayed. The cartridge was reportedly filled with 120 units. The customer's blood glucose level was impacted (200 mg/dl).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.